Event description:
Lab performed psa testing on a post-prostatectomy pt on the dimension rxl. Results of 0.5 ng/ml and 0.3 ng/ml were obtained. Sample was tested with an alternate analyzer and produced a result of <0.1 ng/ml. Dade behring received sample and on 11/27/2000 confirmed a lower result, 0.03 ng/ml with an alternate reagent lot formulated to reduce non-specific binding. Concluded that pt sample contain heterophilic antibody that caused non-specific binding and elevated with result. There were no adverse pt consequences.